Manufacturer narrative:
The reported device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection of the instrument shows no manufacturing abnormalities. Snare wire and cross bar were returned with device. The anchor is detached and returned broken. Due to the anchor damage functional testing could not be conducted. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of risk management files found that the reported failure was documented appropriately. A review of the drawing found that the strength and material of the anchor is verified. Based on the condition of the product material found during visual inspection it was determined the device damage was caused by the application of improper/excessive force. Additional material testing is not required. A clinical review states per the complaint details, this represents a procedure complication and does not represent a device malfunction. Based on the information provided, this event resulted in damage to the patient¿s bones and soft tissues during the breakage and removal of the broken debris, subsequently, impacting the length of the intervention. The future impact to the patient beyond that which has already been reported cannot be determined. Since it was reported, the procedure was completed with another device, no further clinical/medical assessment is warranted at this time. Should any additional relevant medical information be provided, this complaint will be re-assessed. The complaint was confirmed. Factors that could have contributed to the reported event include: (1) tissue thickness. (2) excessive force. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
Internal complaint reference case-(B)(4).

Event description:
It was reported that during a rotator cuff repair procedure, when a multifix anchor was placed by the surgeon with a hammer there was an unusual, abnormal sensation in his fingertips. Nevertheless, the surgeon repositioned the distal anchor in front of the orifice and screwed it in without any problem. However, upon visual inspection, the surgeon found the tip of the anchor had slipped on the wires between the nodes above the cuff with a metal portion and plastic substance. The surgeon was then forced to hold the metal portion with a kocher forceps, while resecting the portion of the anchor that was around the wire with a motorized burr, thereby breaking up the anchor and removing it from the wire and the shoulder. This event resulted in damage to his bones and soft tissues during the breakage and removal of the broken debris. It also had an impact on the length of the intervention. The procedure was completed with another device. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.